Event description:
Manufacturer representative reported system removed due to infection. Hcp attempted to debride the device, but later decided to remove the device system. Hcp stated the device was not a faulty system and threw the components away. The device was explanted but not returned to the manufacturer for analysis.